Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that loss of capture was observed in the right ventricle (rv) during a routine follow-up. The duration of loss of capture was not provided. The physician increased the rv output, and the loss of capture was resolved. During the check, there was no issue noted with the rv threshold. The rv lead impedance was measured about 10 times, and the impedance ranged from 520 ohms to 640 ohms. Even when the lead polarity was changed to unipolar, the impedance was unstable. It was suspected there might be insulation damage due to the fluctuation (520 ohms-640 ohms) in rv lead impedance. The physician noted this pacemaker was at elective replacement near (ern), so it would be replaced within the near future. During the device changeout, the competitor rv lead will also be replaced. At this time, this pacemaker remains in service and there were no additional adverse patient effects reported.